Event description:
On (B)(6) 2009, the pt reported that 2-3 weeks ago, his insulin infusion device cartridge plunger remained attached to the piston rod which resulted in "a little" insulin spilling into the cartridge chamber. On (B)(6) 2009, his infusion device displayed an e6 (mechanical error) and he switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.